Event description:
A patient reported blood glucose results of "95 mg/dl" and "130 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient had been feeling thirsty and experiencing frequent urination. The patient did a control solution test before calling and received 143/91-141. Customer service representative walked patient through a control solution test over the phone and reading was 125/91-141. Patient did not seek medical attention or treatment, as noted by the customer service representative.